Manufacturer narrative:
Correction: h6 device code should have been 3190 instead of 3283 during processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient lost therapy and the ipg was unable to communicate with external devices after the patient was in a motorcycle accident. Troubleshooting was attempted, a manufacturer representative confirmed the issue and the ipg deemed inoperable. The patient had his ipg explanted and replaced on (B)(6) 2020. Effective therapy was established post-op.